Event description:
It was reported from (B)(6) that the attachment device did not function. The reporter stated that the bearing on the burr was defective causing it not to turn when mounted. It was not reported if the malfunction occurred during surgery. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. It was not reported that there was patient or user injury. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.